Event description:
It was reported that the device randomly turn on when powered off and the issue was duplicated multiple times, two full battery recondition cycles performed after which the unit now runs as test pc, issue is resolved as it no longer turns on by itself. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.